Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2024-00984 it was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely, and patient lost effective therapy due to lead migration. As a result, surgical intervention was undertaken wherein the lead and ipg were explanted and replaced. Effective therapy was restored post operatively.